Event description:
A medtronic representative reported that, while in a fluoronav spine procedure, the site navigation system software became unresponsive. In trouble-shooting, a hard system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) privacy laws. On (B)(6) 2014, a medtronic representative, following-up at the site, reported they obtained the empty images and placed the screws. Waited approximately 40 minutes before the surgeon wanted to use the osteotome with the navigation system, however, were unable to select any buttons on the screen. The mouse was able to be moved, and the system was turned off twice. Bringing in the cranial 1 system did not resolve the issue. Software investigation has not been completed.

Manufacturer narrative:
System logs were collected and analyzed by engineering. No issues could be determined from the log data. A medtronic field representative went to the site and tested the system, but could not replicate the reported event.